Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Critical ram parity error occurred in address (B)(4) on (B)(6) 2016. Power on reset (por) severity is low so the device should be able to fully recover after reset. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device experienced an electrical reset. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.